Event description:
The biomedical technician reported a fail code 808:02. The fail code occurred during biomed testing after the start was pressed. Additional contact was identified. The biomedical technician stated that there have been no reports of any patient incident involving this pump since the last baxter service event.